Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump button was unresponsive. Customer blood glucose reading was 220 mg/dl. Customer stated the screen was frozen. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Insulin pump time/clock moved. Insulin pump had unresponsive buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.